Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump received unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert. The insulin pump will be returned for analysis.